Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected system was in clinical use for a planned /non-emergency treatment which was delayed, and the procedure was completed after the system was repaired. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor would not bootup completely. Upon functional testing, the fse cleaned the flexvision hard drive and attempted to reload the software in the flexvision pc, but issue persisted. To resolve the reported issue, the installed another flexvision pc which was ordered by customer, cleaned the original hard drive and loaded software correctly to the flexvision pc. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the flexvision pc would not boot up completely. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.